Event description:
It was reported that insulin estimate was not accurate. There was no reported impact to the customer¿s blood glucose level. Customer declined troubleshooting and follow-up, and no additional actions were taken by technical support due to lack of further information.